Event description:
In december 2005, the lay user/patient contacted lifescan alleging that his one touch ultrasmart has intemittent power issues starting from august 2005. About two weeks earlier, the patient had hypoglycemic symptoms (feeling tired and dull); however, the patient was unable to test because the meter was turning off during the countdown. When the paitent inserted a new unused test strip, the meter turns on but prompts the patient to setup the meter but he was unable to set up the meter due to difficulties seeing the display. Within minutes, the patient passed out and his family member had to give him liquid dextrose (two packages of carrero energy direct = 24 units of carbohydrates) and felt better in about 20 minutes. The patient did not seek medical attention and did not have access to his backup meter. The technical service representative (tsr) verified the following: the meter never showed a warning for a low battery charge, the meter did not shutoff before the time was up for the automatic shutoff, the battery was in good condition but it is unknown when it was last replaced. It is unknown how much time has elapsed before the meter turned off and if there was a cable attached to the meter. The meter, test strips, and control solution were replaced. The meter worked again during the call; however, the issue does not always happen. This complaint is being reported because the patient was unable to test his blood sugar due to the meter turning off during use. The patient experienced hypoglycemic symptoms, passed out, and eventually was treated with liquid dextrose by his family member.